Event description:
A report was rec'd from the USA indicating that the device had an erratic display. There was no info related to patient involvement or a date of the event.

Manufacturer narrative:
The device was not made available to the manufacturer for investigation. Covidien reference: (B)(4).